Event description:
It was reported to boston scientific corporation in 2007 that a hemostatic clipping device was used during a colonoscopy procedure the day before. (Patient gender, age and weight unknown) according to the complaint, during the procedure "it did not let go". (The clips would not deploy and would not detach from the catheter) the case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the clip assembly was deployed and not returned with the device. The bushing was located inside the over sheath approximately 9.0 inches from the distal end. The control wire was separated per design. The over sheath was bunched in front of the sheath grip. A kink was also noticed in the coil. This complaint has been classified as root cause unknown.